Manufacturer narrative:
(B)(4).

Event description:
It was reported " frequent possible helium loss 2 alarms". To continue therapy another iab catheter was inserted into the same insertion site. No patient harm or injury reported. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint for "frequent possible helium loss 2 alarms" was confirmed upon investigation of the returned sample. The customer returned a 40cc 8.0fr fiberoptix ultra (fos) intra-aortic balloon catheter (iabc) with the original packaging label that matches the serial number of the returned sample for investigation. Upon return, the distal end of the teflon sheath was noted at approximately 41.5cm from the iabc distal tip; liquid blood was noted within the sheath sidearm. The one-way valve tether was noted cut; the one-way valve was not returned with the sample (inp-6). The bladder was fully unwrapped. Multiple bends to the iabc central lumen were noted. Dried blood was noted on the exterior surfaces of the returned sample. Furthermore, the fos yellow jacket cabling was noted cut near the iabc bifurcate. During the functional inspection, an external leak was confirmed from the iabc bifurcate fos adhesive. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the leak at the bifurcate fos adhesive. The root cause of the leak at the bifurcate fos adhesive was manufacturing related. Further investigation has been initiated under teleflex quality systems to evaluate this issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported " frequent possible helium loss 2 alarms". To continue therapy another iab catheter was inserted into the same insertion site. No patient harm or injury reported. The patient's current condition is reported as "fine".